Event description:
The customer reported via phone call that they were experiencing air bubbles in their reservoir, preventing insulin delivery. It was found the piston was damaged on the customer's insulin pump. It was also reported the customer was using the wrong cannula length for insulin absorption. The customer's blood glucose was 385 mg/dl at the time of incident. It was also found the customer was hospitalized twice in the past for high blood glucose. The customer reported being hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer's blood glucose was 400 mg/dl at the time of admission. Customer reported being incoherent and having high temperatures. The customer was hospitalized for one week or more. It was also reported the customer was hospitalized on (B)(6) 2015 for with a blood glucose of 400 mg/dl and diabetic ketoacidosis. Customer also had high temperatures and was feeling incoherent. The customer was treated with an insulin drip. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.